Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 10 years postop the initial implant, this (B)(6) y/o male patient was initially scheduled for a left knee poly swap with potential loosening of femur. Immediately before being taken to the operating room, the patient insisted on having the entire knee system removed and replaced with a competitor system regardless. The femur was loose and replaced as requested, the tibia looked well fixed and in great alignment. It had the 12x11 stem for the cc insert which was also replaced as requested by the patient. The postop condition of the patient is unknown as the rep left that or when the procedure changed, per hospital policy. Devices will not be returned due to facility policy.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening, instability, and pain. However, this cannot be confirmed as the devices were not available for evaluation. Section (d11) concomitant devices: - cc tibial insert sz 2, 13mm (cat# 208-22-13 / sn# (B)(6)) section(s): no information has been provided: a5, b6. The following section(s) have additional info; b5, g4, g5, g7, h1, h2, h3, h6 and h7.

Event description:
As reported, approximately 10 years postop the initial implant, this 76 y/o male patient was initially scheduled for a left knee poly swap for instability and potential loosening of femur. Immediately before being taken to the or, the patient insisted on having the entire knee system removed and replaced with a competitor system regardless. The femur was loose and replaced as requested, the tibia looked well fixed and in great alignment. It had the 12x11 stem for the cc insert which was also replaced as requested by the patient. The postop condition of the patient is unknown as the rep left that or when the procedure changed, per hospital policy. Devices will not be returned due to facility policy.